Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced diaphramatic stimulation when patient turned to sleep on the left side. A second episode occurred several days later when patient bent over. Patient was in the office for the device check, the device interrogation was normal; however, the left ventricular output was decreased. Patient had no further episodes. The lead remains in use. No patient complications have been reported as a result of this event.